Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The device went almost out of the pocket, the implant was ambulatory in a ep lab and the wound was closed with suture and steri-strip. The device was discarded.